Event description:
The reporter stated the surgeon inserted a cc4204bf collamer single piece lens but the lens would not center. There was pt contact but no injury. Sutures were not required. Add'l info has been requested from the facility but none has been forthcoming. If add'l info becomes avail, a supplemental medwatch will be sent.